Event description:
It was reported that a pta balloon detached from the catheter shaft while being retracted through the sheath. Reportedly, the device was being used to post dilate a stent that had been implanted in the mid superficial femoral artery. After the stent was successfully post dilated, the balloon was completely deflated under fluoroscopy and retracted from the treatment site. The pta balloon catheter was removed through the sheath simultaneously with the wire when it was observed on fluoroscopy that two radiopaque markers still remained in the pt. Upon examination of the pta balloon dilatation catheter, it was observed that the pta balloon was no longer attached to the rest of the catheter. A snare was then advanced and the detached pta balloon was removed from the pt without further incident. No pt injury. Add'l info from the user facility report: during percutaneous angioplasty and stenting of common iliac and sfa, angioplasty balloon became dislodged as foreign body and required removal intraoperatively via snare.

Manufacturer narrative:
(B) (4). The lot number has been provided and a review of the device history records is currently being performed. The complaint sample will be retained by the user facility risk mgmt department. Therefore an eval of the complaint sample could not be performed. Add'l info from the user facility report: (B) (4): pta balloon dilation catheter. (B) (6).